Event description:
The software allows up to 15 characters of a pt's name to be entered in the "patient ID" field. If there are two pt's that share the same 15 characters that are entered into the "patient ID" field, the second pt entry will override the first entry. The software will be redesigned to avoid future occurrences.